Manufacturer narrative:
The device was not returned for analysis. Corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. Based on the information received, the investigation determined that the reported patient death, cardiogenic shock, perforation of vessels, surgical intervention, and unexpected medical intervention appears to be related to operational context. In this case it is possible that the reported patient death, cardiogenic shock, perforation of vessels, surgical intervention, and unexpected medical intervention are a result of the patient¿s disease severity and/or use techniques employed; however, since the device was not returned this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: a partial UDI was provided as the lot number is not known. Updated: g3, g6, h2, h6. H6: codes 4118, 3233, and 11 no longer apply.

Event description:
It was reported that the diamondback 360 precision coronary orbital atherectomy device (oad) was used for treatment of severely calcified, moderately tortuous lesion in ostial circumflex artery (cfx). The oad was prepared, the vessel was wired, and four treatments were performed with the oad. Following oad removal, angiographic imaging revealed a perforation in the proximal cfx. Balloon tamponade was initiated, followed by pericardiocentesis and a covered stent was deployed in an attempt to seal the perforation. However, subsequent angiographic imaging indicated that the perforation was unresolved. A surgeon was called into the catheterization lab to perform an emergency surgery. The patient entered cardiogenic shock and expired in the evening. According to the physician, the primary cause of death was the perforation which was caused by the atherectomy. The physician does not allege an issue with the oad.

Event description:
It was reported that the diamondback 360 precision coronary orbital atherectomy device (oad) was used for treatment of severely calcified, moderately tortuous lesion in ostial circumflex artery (cfx). The oad was prepared, the vessel was wired, and four treatments were performed with the oad. Following oad removal, angiographic imaging revealed a perforation in the proximal cfx. Balloon tamponade was initiated, followed by pericardiocentesis and a covered stent was deployed in an attempt to seal the perforation. However, subsequent angiographic imaging indicated that the perforation was unresolved. A surgeon was called into the catheterization lab to perform an emergency surgery. The patient entered cardiogenic shock and expired in the evening. According to the physician, the primary cause of death was the perforation which was caused by the atherectomy. The physician does not allege an issue with the oad.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: a partial UDI was provided as the lot number is not known.